Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that the lack of change to device programming have led to sudden onset of urination. They had selected a new program and it had been resolved. Patient weight remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was urinating the morning of the call and was told to increase stimulation and wanted to know if they were increasing correctly. During the call stimulation was confirmed to be turned on and set to 2.0 on program 1. The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms did not resolve. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.